Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with intraperitoneal amikacin injections (250mg in the I and iii bag). At the time of this report, it was unknown if the patient had recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.